Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a non-specific product problem. A new device was successfully implanted. Attempts to reach boston scientific field representatives were unsuccessful. No additional adverse patient effects were reported. There is no indication this device will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. When the pacemaker was connected with a programmer it was noted that the battery capacity had depleted. Further testing was conducted and a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a non-specific product problem. A new device was successfully implanted. Attempts to reach boston scientific field representatives were unsuccessful. No additional adverse patient effects were reported. There is no indication this device will return for analysis.this device was later received and analyzed at our post market quality assurance laboratory.